Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarmed during self test and confirmed in pump history due to cold solder joint at keypad assembly. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with missing serial number label. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.